Manufacturer narrative:
Multiple attempts were made to contact the patient and obtain additional information with no success. New supplies were not sent due to the patient's account being inactive. The patient's blood glucose meter was requested to be returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they received a low reading on their teladoc blood glucose meter, and they went to the hospital. They took a reading at the hospital and the reading was fine. We were unable to verify if any treatment was provided at the hospital.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and issues with the device were found. The internal investigation confirmed the malfunction experienced by the patient.

Event description:
The patient reported that they received a low reading on their teladoc blood glucose meter, and they went to the hospital. They took a reading at the hospital and the reading was fine. We were unable to verify if any treatment was provided at the hospital.